Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, g1, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no internal identification data due to no image, scratches on distal edge on objective frame, cracks on all sides of video connector, debris under objective cover glass, loose light guide adaptor, insufficient light transmission a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye of subject device showed no picture, the issue occurred during inspection for use before the patient room. There were no reports of patient involvement.